Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient experienced positional stimulation from the right lead. While reprogramming the right lead, when the patient changed positions he would "jerk" significantly. Reprogramming was unable to resolve the issue. The patient denied any trauma. X-rays may be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.